Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had several ventricular fibrillations that required three defibrillations. Also, the pump appeared to be sitting deep in the left ventricle. Physician was able to reposition once right coronary artery interventions were complete. Flows and alarms improved.